Event description:
Procedure: radio frequency ablation. The report stated that during surgery, water leaked at the connection between the handset and the inflow tube. A new needle was opened and the procedure was completed. The patient was not harmed.